Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange "due to patient's concern with product" and "rupture confirmed by MRI". Device has been explanted and replaced.